Manufacturer narrative:
The ultrasound module was removed and sent to the depot for evaluation. A new module was installed in the unit and all functions were tested. The unit performed according to the specification. The simulated testing conducted on the returned ultrasound module indicated that the daughter board was faulty, presumably causing the unit to stop responding to the surgeon input.

Event description:
A report from a facility in (B)(6) stated that in the middle of a cataract procedure, the stellaris lost ultrasound function and the screen went black. The system was rebooted but still no ultrasound output. The patient had to be sent to another hospital to completed the procedure. Information on the surgical outcome and patient conditions are still pending.

Manufacturer narrative:
The investigation confirmed that the cause of the stellaris system to shutdown was due to a faulty daughter board in the phaco power module. CAPA 455349 was open october 31 2014 to resolve the issue. The CAPA was closed 19 june 2015. The implementation of the corrective action per CAPA 455349 has resulted in 100% reduction of the risk of customer complaints related to (B)(4) failures based on the verification of effectiveness data analysis. The phaco module involved in this event was manufactured prior to the implementation of the corrective action.